Event description:
It was reported that the patient's implant hadn't worked for a year. The patient stated that couldn't walk with the scs, and it was hurting his nerves, so he shut it down. The patient stopped experiencing the pain that the device was put in to relieve, so he didn't recharge the implant for a while and was subsequently unable to recharge. The patient also experienced a "light ripping sensation" in his back that didn't feel good. The implant site was a little red, however there was no swelling or warmth. The patient stated that he wanted the device explanted, and was looking for a doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-30, serial# (b)(40, implanted: (B)(6) 2008, explanted: na; extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; extension: model 3708120, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer: model 37743, serial# unknown. (B)(4).